Event description:
It was reported that the ilet pump¿s exterior began to peel and delaminate, the device¿s water resistance was deemed compromised, and a replacement was arranged with user education on data sync, shutdown, and return. Symptoms included no adverse clinical effects and no alarms. Outcomes included no interruption to therapy beyond the replacement process and no medical intervention or hospitalization.

Manufacturer narrative:
Investigation included photo review, device function assessment by customer support, and collection of device identification and shipping details. Investigation of this case revealed physical damage to the device housing consistent with delamination while core device operation was otherwise in question due to compromised enclosure integrity. It was concluded that the device exhibited a hardware enclosure failure, the user was advised to employ backup therapy as needed, and a replacement device was provided.